Event description:
During an in clinic follow up, noise resulting in oversensing and low pacing impedance was observed on the right ventricular (rv) lead. Lead insulation damage was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable.